Event description:
It was reported that there was abnormal data noticed on the monitor. Prior to attaching the system to the patient, the physician adjusted to zero. The cvp and pap both displayed accurate values. After attaching the system to the patient, the pap waveform disappeared and the pap value was reading about 35/30mmhg. The physician tried to re-zero the product but the issue could not be corrected. No patient complications were reported.

Manufacturer narrative:
We received one advanced cco/sv02 catheter with an edwards contamination shield and 3ml limited volume at 1.5ml monoject syringe for examination. The catheter passed invitro calibration on the vigilance ii monitor. The catheter ran cco on the vigilance ii monitor for 5 minutes with no error messages. The thermistor and thermal filament circuit were continuous. The thermistor was found to read 36.9°c when submerged in a 37.0°c water bath. The thermistor temperature reading accuracy is +/- .3° c per the vigilance manual. There were no open or intermittent conditions. The eeprom data was found to be normal, both the stored data and the computed data matched. The balloon inflated clear and concentric and remained inflated for 5 minutes without leakage. All thru-lumens were tested and found to be patent without any leakage. No visible damage was observed from returned monoject 1.5cc limited volume syringe. The catheter body was examined and found to be undamaged. The reported event was not confirmed. Although the cause of the complaint could not be determined, there was no indication of a manufacturing defect noted during the analysis. No actions will be taken at this time.

Manufacturer narrative:
The device evaluation is anticipated. However the complaint could not be confirmed without the completion of the product evaluation. A supplemental report will be forthcoming with evaluation results. A review of the manufacturing records indicated that the product met specifications upon release.